Event description:
During ray cage fusion procedure at l4-l5 an attempt was made to remove the cage to place it more medially. In attempting to attach the cage inserter instrument inside the cage to unthread it, the cage was driven inadvertently through the lateral border of the annulus into the retroperitoneal space and could not be withdrawn. The cage set used was the surgical dynamics threaded fusion cage set-diameter: 16mm size: length 26mm. A right retroperitoneal exploration for removal of the cage was done and the cage was removed without difficulty.